Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) episode of 39 mg/dl after a "more than usual" lunch announcement. The ilet alerted to the low and the patient corrected it with juice. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.